Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 430 mg/dl, at the time of incident 200 mg/dl and current blood glucose level was 143 mg/dl. The customer reported that the insulin pump was no longer functioning and the insulin pump was giving irregular readings. The customer alleged insulin pump was under delivering as the customer was giving insulin correction. The drive support cap appears to be normal and cannula was slight kinked. The insulin pump will not be returned for analysis.